Event description:
It was reported that prior to a coronary artery stenting treatment procedure, after removing the protective cover, the 3.50x32mm omega stent detached from the balloon. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, after removing the protective cover, the 3.50x32mm omega stent detached from the balloon. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was loosely folded with stent impressions between the markerbands. The stent was detached from the balloon. Majority of the stent was damaged with struts bent, flared and stretched. The inner diameter of the balloon protector was measured at the distal and proximal ends which met specifications. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).